Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an explant procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an explant procedure.